Event description:
This report is being filed after the subsequent review of the following article: cho, y., su, k., kwon, y, (2013). Heterotopic ossification after cervical arthroplasty with prodsic-c time course radiographic follow-up over 3 years. Korean journal of spine, volume 1, pages 19-24. (B)(4) article. This was a retrospective study of 32 patients who had underwent a total cervical disc replacement with prodisc-c (synthes, (B)(4)) between (B)(6) 2005 to (B)(6) 2008 by one surgeon. All patients received follow-up for more than one year after the operation. The average age was 41.7 (range 26-67); gender ratio (male/female) was 25:7. A total of 34 prodisc-c prostheses were implanted. A single level surgery was performed in 27 patients (84.4%), two-levels (hybrid operation) in 3 (9.3%) and three levels (hybrid operation) in 2 patients. The purpose of the study was to analyze the occurrence rate by the time-course and possible risk factors for heterotopic ossification (ho) after the total cervical disc replacement (tcdr) with a prodisc-c. The preoperative neck disability index (ndi) improved from 41.71 to 13,41 at last follow-up, mean visual analog scale (vas) in neck pain decreased from 4.71 preoperatively to 1.29 at last follow-up period, and vas in arm decreased from 7.71 to 0.86 at the last follow-up period. For complications reported for unidentified patients:18 (56%) patients showed heterotopic ossification (ho) at 12 months, 18 patients (86%) showed ho at 24 months, and 6 patients (89%) showed ho at 36 months after the total cervical disc replacement. Clinically significant ho (grade 3 and 4) was shown in one patient (3%) at 12 months, 3 patients (14%) at 24 months and 5 patients (56%) at 36 months. This report is 1 of 1 for (B)(4). This report is for an unknown number of prodisc-c devices, unknown quantity and lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown prodisc-c devices/unknown quantity/unknown lot. Unknown part and lot number, UDI is unavailable. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.